Event description:
Boston scientific received information that a high out of range shock impedance value was detected on this right ventricular (rv) lead. No adverse patient effects were reported and to date, no intervention has been performed. Subsequently, the physician performed an in clinic follow-up, at which time isometrics, pocket manipulation, electrical diagnostics and stored electrograms, failed to evidence any rv lead integrity issues. Several shock impedance measurement were also performed while pressing and manipulating the pocket area, with no abnormal results detected. A call was then placed to boston scientific internal technical services to discuss options and recommendations to ensure lead integrity. To date, no surgical intervention has been performed and no adverse patient effects reported; however, the physician has elected to move forward with integrity testing to rule out lead fracture. To date, no information has been received regarding a scheduled date.

Manufacturer narrative:
--

Event description:
To date, information from the field indicates the physician has elected to suspend lead integrity testing at this time.

Manufacturer narrative:
When new information is received, this event will be further updated.